Event description:
It was reported by a non-medical professional that the patient underwent a surgical procedure at c6-c7 in 2007, using rhbmp-2/acs. The patient has reported that he has sustained serious injuries. The alleged injury is unknown.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.